Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Preliminary analysis did not reveal any device malfunction.

Event description:
In a pacemaker replacement procedure that occurred on (B)(6) 2017, the subject device was implanted in the patient along with a new ventricular (non sorin) lead. Prior to lead connection to the pacemaker, satisfactory lead measurements were confirmed. Additional information: until the implantation procedure, the device had been kept and handled in the following manners: 10-feb-2017: the device was kept in a car overnight. On 11-feb-2017: as it was cold outside (the lowest temperature was 0 degrees celsius and it snowed during this day), the device was moved to the entrance of the house of the (B)(6) employee who was to deliver the device to the hospital. On 12-feb-2017: the device was kept at the same place as the previous day. (B)(6) 2017 (implant date): the device was delivered to the hospital. Prior to implant, the device was interrogated and certain parameters were reprogrammed to turn off the ¿implantation auto detection¿ function. At that time, the battery impedance was displayed as 2.00 k ohms. At this point, it was considered that the battery impedance had increased because the battery had become cold being affected by the outside temperature.

Event description:
In a pacemaker replacement procedure that occurred on (B)(6) 2017, the subject device was implanted in the patient along with a new ventricular (non sorin) lead. Prior to lead connection to the pacemaker, satisfactory lead measurements were confirmed. Additional information: until the implantation procedure, the device had been kept and handled in the following manners: (B)(6) 2017: the device was kept in a car overnight. (B)(6) 2017: as it was cold outside (the lowest temperature was 0 degrees celsius and it snowed during this day), the device was moved to the entrance of the house of the (B)(6) lifeline employee who was to deliver the device to the hospital. (B)(6) 2017: the device was kept at the same place as the previous day. (B)(6) 2017 (implant date): the device was delivered to the hospital. Prior to implant, the device was interrogated and certain parameters were reprogrammed to turn off the ¿implantation auto detection¿ function. At that time, the battery impedance was displayed as 2.00 kohms. At this point, it was considered that the battery impedance had increased because the battery had become cold being affected by the outside temperature. Preliminary analysis did not reveal any device malfunctions.